Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. A cartridge change was performed resolving the issues. Customer¿s blood glucose level ranged from 150-203 mg/dl.